Manufacturer narrative:
Information received stated that an immediate on-site examination was conducted by the manufacturer's clinical field specialist (cfs) on the day of the event and identified that the issue was due to an incomplete priming process performed by the hospital personnel which caused the airtrap alarm. The issue was attributed to a user error and was subsequently resolved after the cfs, together with the hospital personnel, properly primed the airtrap. The console remains in use without any further issue reported. A historical review of related complaints was not performed as the device serial number was not provided. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed.

Event description:
It was reported by the hospital personnel that an airtrap alarm was observed on the thermogard console during patient use. The issue occurred on day 7 of the ivtm treatment, after exchanging the catheter and the start-up kit. The reporter performed initial troubleshooting after receiving instruction from the manufacturer's clinical field specialist (cfs); however, was unable to resolve the issue. No known impact or patient consequence was reported.